Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that the patient had dislocated pca head from biomet constrained liner. Dr (B)(6) explanted head and liner then replaced with new components of same size.